Manufacturer narrative:
Zoll has received the thermogard xp ivtm system for investigation. A follow-up report will be submitted when the investigation has been completed.

Event description:
During the ivtm therapy with the thermogard xp ivtm system (sn (B)(6)), an alarm went off. The thermogard system was rebooted, but the alarm immediately sounded again. The customer stopped using the system. No patient injuries were reported.

Manufacturer narrative:
The customer's complaint that the thermogard xp ivtm system (sn (B)(6)) generated an alarm was confirmed in the system's event log data but was not confirmed during functional testing. The root cause of the alarm mid:16 (software) was that the patient data entries were full. The issue was resolved by deleting the entries on the patient data and clearing the mid:16 error message in the event log. According to the tgxp user manual, if a mid:16 error occurs during treatment, it indicates that the treatment file memory is full. The console stops treatment. To continue treatment, power the console off and on. Follow the prompts and select current settings. When the data download information appears, immediately either delete the data or use temptrend to download the data and delete it. You may then resume treatment. Event log data review was performed and revealed multiple mid:16 error messages, confirming the reported complaint. The thermogard xp ivtm system passed functional testing with no issues, and the customer's reported complaint was not replicated. Following service, the thermogard xp ivtm system passed the final functional, calibration, and electrical safety tests without any issues.